Manufacturer narrative:
Product event summary: the patient data files and the afapro28 balloon catheter with lot number 19824 were returned and analyzed. The case file showed at least two applications were performed with the afapro28 balloon catheter with lot number 19824 on the reported event date. The console output data (pressure, preset pressure and flow) showed pressure was tracking and preset pressure and flow readings were as expected; however, the temperature profile was colder than expected during the transition phase and ablation at application number one. The system notice n-046 (the system has detected a compromised balloon) was confirmed on application number two. The case file showed at least 17 applications were performed with a second afapro28 balloon catheter with lot number 19824 on the event date without any system notice or anomaly. In the fault file, two fault messages were found on the reported event date. The first was n-046 and the second was n-007 (the system has lost electrical connection to the catheter). Preliminary visual inspection of the balloon, shaft, and handle segments did not reveal any anomalies. Review of the catheter smart chip data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046. Pressure testing and dissection of the balloon, handle, and shaft segments was performed. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the reported issue of a rapid temperature decrease was confirmed through analysis and the balloon catheter did not pass the returned product inspection due to a pin size hole on the surface of the inner balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was a severe decrease in the temperature. A double stop was performed, a second ablation began, and then an error message was received indicating that there was an outer vacuum leak. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.